Event description:
It was reported by the patient¿s caregiver that the patient feels shocks at the implantable cardioverter defibrillator (ICD) pocket. The patient has also lost weight and the device has moved. When turning onto their side the device protrudes more. The patient is on hospice no further treatment is being sought. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.